Event description:
It was reported multiple occlusion alarms occurred. Each alarm resulted in the customer's blood glucose level to display as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. The customer changed supplies and resumed insulin therapy.